Event description:
Event description guidant received information that during the implant procedure, this introducer was successfully inserted past the superior vena cava through the patient's torturous anatomy. However, the patient complained of severe pain while the physician inserted the introducer. After extracting the introducer, visual inspection noted that the tip was cracked. It was noted that excessive force was not used to insert the introducer. The introducer was removed, replaced and returned for analysis.